Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿downstream occlusion does not work". The unit was triaged and the reported issue could not be confirmed at this time. Both downstream and upstream were occluded multiple times with hemostats and alarmed as normal each time. Recertification testing was performed and unit passed. Unit was disassembled. Visual inspection found no apparent anomalies. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer states that the down stream occlusion is not working during testing. No patient was involved.